Event description:
It was reported the lead was capped due to externalized conductors. No electrical anomalies were detected. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.